Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified anterior tibial artery. A t45 jupiter guidewire was advanced but was stuck in the calcification and the tip coil part was separated. A 1.5mm x 20mm x 143cm coyote es balloon catheter was then advanced for dilation but it failed to inflate and a pinhole was noted. The device was removed as it was and the procedure was completed with another of same device. There were no patient complications nor injuries reported.